Manufacturer narrative:
This patient information was not provided. Alung technologies, inc manufactures the hemolung ras and catheter. The incident occurred in blackburn, united kingdom. Through review of the final clinical study adverse event listings, it was reported that a patient experienced thrombus within descending thoracic aorta, which was at risk of embolising. As no further notification was received regarding this adverse event, no further information is available. No CAPA was opened because of this event. Thrombus and thrombotic embolus are known potential complications that can occur during extracorporeal therapy. Alung technologies, inc will continue to monitor any issues as they are reported. This MDR is being filed in response to a retrospective view of all alung technologies, inc complaints, which identified that the reporting decision for this complaint was not correct. This MDR is being filed retrospectively to correct the error in the reporting decision.

Event description:
Alung technologies, inc. Received a report of a patient experiencing a blood clot in the descending thoracic aorta being at risk of embolising after hemolung therapy ended. No further information was provided.